Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the four provided photos showed in photo one the header area with blood visible on the dialysate side and inside the dialysate port. There were two small blood drops visible on the outside of the products but the source could not be determined. Photo two showed the product after treatment with blood visible on the dialysate side. Photo three showed the header area with some remaining blood and photo four showed the product label. The reported condition was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a polyflux 170h, an external blood leak was observed at the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.